Manufacturer narrative:
The reported high impedance could not be confirmed. The lead was returned cut in 2 pieces and missing the terminal electrode. The damage observed is consistent with explant damage. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed.

Event description:
Device 2 of 3 reference MFR. Report#: 1627487-2019-12285; reference MFR. Report#: 1627487-2019-12287.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-12285; reference MFR. Report#: 1627487-2019-12287. This report is related to a (B)(6) patient. It was reported the patient lost therapy. An impedance check revealed high impedance. As a result, the patient plans to undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Additional device information has been provided.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-12285. Reference MFR. Report#: 1627487-2019-12287. Follow-up revealed the patient's leads were explanted and replaced (with two different models) and their extension was explanted. Surgical intervention addressed the patient's issue.